Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with ceftazidime (intraperitoneal, dose, frequency, and duration not reported) and vancomycin (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. The action taken with dianeal and extraneal therapies was unknown. At the time of this report, patient outcome was unknown, antibiotic treatment was ongoing, and the patient was still hospitalized. No additional information is available.